Event description:
It was reported that post a stenting treatment procedure late thrombosis occurred. A 2.25x16 mm promus element plus stent was implanted in the right coronary artery. No complications were reported. Approximately (B)(6) months later, the patient presented with chest pain and it was noted that the implanted stent had thrombus. The stent appeared to be under deployed. The physician implanted a two 3.0 mm non-bsc stents at the proximal and distal ends of the 2.25x16 mm promus element plus stent. The procedure was completed with intravascular ultrasound and the stents looked fine. No further complications were reported and the patient's status is fine.

Manufacturer narrative:
If implanted, give date: approximately (B)(6) months prior to event date. (B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).